Manufacturer narrative:
The evaluation of this event is ongoing. This report will be updated when the evaluation is complete.

Event description:
It was reported that the rover sparked when the power plug was pulled out of the outlet. There was no patient involvement or adverse consequences related to this event.